Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there was an air leakage during use on a patient. A new unit was used. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number 201543 and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed on the returned sample and no leaks were detected. The sample performed as intended. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. In the current manufacturing procedure 100% leak testing is performed along with a 100% visual examination; thus, any defects were be detected prior to release from the manufacturing facility.

Event description:
The customer alleges that there was an air leakage during use on a patient. A new unit was used. No patient injury reported.